Event description:
It was reported that the neckplate/flange fit and placement were unsatifactory on two, size 8 cfs, cuffless tracheostomy tubes. This was detected after the devices were in use approximately three weeks.there was one patient involved with no reported patient compromise.the two 8 cfs devices were returned to the manufacturer on 12/17/97 for decontamination, identification, analysis and investigation.